Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable revealed two tears in the outer sheath, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Review of log files was not performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the driveline damage may be attributed to improper handling of the driveline by the patient. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath had two tears proximal to a previous tape repair. A driveline sheath repair was performed. No patient complications have been reported as a result of this event.